Manufacturer narrative:
The fiber part number and lot number was not available and unknown according to the reporter. A physical inspection of the device is unable to be conducted due to the customer discarded the fiber after the fiber was extinguished. A device history record review cannot be conducted as the device was thrown away by customer as indicated prior. Without the physical device on hand a serial number cannot be provided as the lot number from olympus and the lot number from the OEM (original equipment manufacturer) do not directly correlate. Olympus will continue to monitor complaints for this product through regular trending activities . Olympus will continue to monitor complaints for device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported that during an unspecified procedure, the soltive laser fiber caught fire. The user stated there may be an attending worker at the area walked right into the fiber while the user is triggering the fiber and cause a fire. The fire however, was quickly extinguished. The intended procedure was completed with another fiber. There was no patient harm or injury reported due to the event. No user injury reported.